Event description:
Bloating, pelvic pain, and cramping. All of these things became increasingly painful and constant after the completion of my procedure in (B)(6) 2008. I had spoke with my pcp and ob/gyn through follow up. All complaints were put off. In (B)(6) 2014 I demanded that medical staff look into the placement of my essure. I underwent special imaging, where it was found that the coil implanted into my left tube was not blocking and still open. Meaning I could still become pregnant. I immediately followed up with my ob/gyn and was told there is nothing that can be made right. The implants can not be safely reversed and that I need to be careful during intercourse because not only do I have a chance of pregnancy, but greater chances of ectopic pregnancy. Not only did this product and procedure cause me pain, but it is ineffective as well. (B)(4).